Manufacturer narrative:
The reagent lot number is 80650901 with an expiration date of 31-may-2025. The field service engineer detected that the white tip of the cell detergent tubing did not reach the bottom, resulting in the liquid not being sucked out completely. He adjusted this part and performed a precision check with acceptable results. The investigation determined the event was consistent with an instrument-related issue (incorrect dimension). The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable lipc lipase colorimetric result for one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 60 u/l. The repeat result was 200 u/l. The initial result was not reported outside the laboratory as it did not match the patient's clinical diagnosis.